Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) suspects possible rv lead coil fracture as the cause of the high out of range shock impedances. Technical services (ts) reviewed the stored impedance measurement trends and confirmed that the rv lead shock impedances have been high out of range. Ts discussed possible causes and programming considerations. The hcp stated that the physician will schedule a possible rv lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) suspects possible rv lead coil fracture as the cause of the high out of range shock impedances. Technical services (ts) reviewed the stored impedance measurement trends and confirmed that the rv lead shock impedances have been high out of range. Ts discussed possible causes and programming considerations. The hcp stated that the physician will schedule a possible rv lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was provided by the field representative that reported that the physician suspects that the cause of the high out of range shock impedance measurements on the rv lead may be due to a fracture. A lead revision was attempted, however, was unsuccessful due to patient condition. At this time, the physician plans for a lead replacement procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that reported that additional surgical intervention procedure was performed. The rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) suspects possible rv lead coil fracture as the cause of the high out of range shock impedances. Technical services (ts) reviewed the stored impedance measurement trends and confirmed that the rv lead shock impedances have been high out of range. Ts discussed possible causes and programming considerations. The hcp stated that the physician will schedule a possible rv lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was provided by the field representative that reported that the physician suspects that the cause of the high out of range shock impedance measurements on the rv lead may be due to a fracture. A lead revision was attempted, however, was unsuccessful due to patient condition. At this time, the physician plans for a lead replacement procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that reported that additional surgical intervention procedure was performed. The rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory in two segments, having been severed approximately 210 millimeters (mm) from the terminal end. Measurements of the two segments noted that some sections of lead appeared to be missing/not returned. Visual inspection noted other explant-related damage including tears and abrasion on the inner insulation, cuts on the outer insulation, a stretched helix, and deformation of the conductor coils. However, resistance testing of both segments of lead confirmed they were electrically continuous. Testing of the returned segments of the lead did not identify any issues that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) suspects possible rv lead coil fracture as the cause of the high out of range shock impedances. Technical services (ts) reviewed the stored impedance measurement trends and confirmed that the rv lead shock impedances have been high out of range. Ts discussed possible causes and programming considerations. The hcp stated that the physician will schedule a possible rv lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was provided by the field representative that reported that the physician suspects that the cause of the high out of range shock impedance measurements on the rv lead may be due to a fracture. A lead revision was attempted, however, was unsuccessful due to patient condition. At this time, the physician plans for a lead replacement procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported.